Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided biopsy procedure, the trocar needle was allegedly loose from the plastic hub. It was further reported that the trocar needle was allegedly broken off from plastic after unpack. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one mission kit in the open packaging. The device was in 20mm position in fully primed position. The trocar stylet was noted to be detached from the plastic hub. No other anomalies were noted. Based on the photo review the reported event can be confirmed. Therefore, the investigation is confirmed for the reported detachment as the trocar stylet was noted to be detached from the plastic hub. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided biopsy procedure, the trocar needle was allegedly loosened from the plastic hub. It was further reported that the trocar needle was allegedly broken off from the plastic, after it was unpacked. The procedure was completed with another device. There was no patient contact.